Event description:
It was reported after insertion of the sheath into the pt, the physician attempted to aspirate blood from the sideport, but aspirated air instead. The device was replaced with another and the procedure was completed without any complications. This device was discarded.

Manufacturer narrative:
The device was not returned for eval. Review of the device history record confirmed the device met mfg requirements prior to shipment. The cause for the reported event remains unk. Date report submitted to FDA by MFR: 06/25/2010. Date the initial reporter provided the info to the MFR: (B)(4) 2010.